Manufacturer narrative:
Complaint conclusion: as reported, during a percutaneous transluminal angioplasty (pta)/ stenting procedure, a palmaz stent was deployed; however, the stent missed the target lesion resulting in the lesion not being fully covered. The target lesion was pulmonary artery. The target lesion¿s characteristics were not indicated. Another palmaz stent was placed and the lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. The stent was properly mounted on the system when inspected prior to use. The device was prepped per the instructions for use. During prep, the stent was not manipulated. The device remained implanted in the patient; therefore, was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information available the device appeared and prepped normally. It is possible that the stent was not centered properly. The vessel characteristics were not indicated; however, if present, heavy calcification or stenosis could have caused the balloon to inflate unevenly leading to stent dislodgment during inflation. It is unknown if unusual force was used in the attempt to cross the lesion as this could potentially damage the stent leading to uneven stent expansion and inaccurate deployment. However, without return of the device or submission of films for review, the reported ¿inaccurate placement¿ of the stent could not be confirmed and the exact cause could not be determined. Neither the DHR nor the information available for review suggests that the event reported could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta), a palmaz stent was deployed however the stent missed the target lesion resulting in the lesion not being fully covered. Another palmaz stent was placed and the lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. The stent was properly mounted on the system when inspected prior to use. The device was prepped per IFU instructions. During prep, the stent was not manipulated. The target lesion was pulmonary artery. There is no information available on the target lesion¿s characteristics. The concomitant products used during the procedure are unknown. The product will not be returned for analysis.